Event description:
Pt presented with continuous draining and wound healing complications following lateral ankle peroneal tendon repair with orthadapt augmentation (unk implant date). Onset of symptoms was not reported. Graft was subsequently explanted.

Manufacturer narrative:
Case information was requested from the physician; however, none was provided. As a result, the cause of this event cannot be determined. However, during the initial report, a note from the surgeon stated the graft was fixated too loosely. Theoretically, this could create some friction with the surrounding tissue and lead to irritation and subsequent draining. Also, due to the lack of information, infection cannot be ruled out. The manufacturer of the device at the time was pegasus biologics, inc.